Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for a lead issue. The pulse generator was unable to be interrogated. The device was explanted and replaced on (B)(6) 2015. The patient was in good condition after the procedure.